Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 mixed mitral regurgitation (mr), a prolapsed anterior leaflet, and a restricted posterior leaflet for a mitraclip procedure. The patient also had an aneurysmal left atrium and chronic atrial fibrillation. One mitraclip xtw was implanted medial a2/p2 (anterior 2 and posterior 2 leaflet segments), reducing the mr grade to 1. A second mitraclip nt was selected for implant lateral to the first clip. Upon placement, the mr grade worsened, however due to the clip's stabilization, the decision was made to deploy the clip. A residual jet remained between the first two clips, therefore a non-abbott device was selected for implant. Upon inserting the device, a single leaflet device attachment (slda) was observed with the second clip. The second clip detached from the anterior leaflet and remained attached to the posterior leaflet. The non-abbot device was not implanted. The final mr grade was 4.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 mixed mitral regurgitation (mr), a prolapsed anterior leaflet, and a restricted posterior leaflet for a mitraclip procedure. The patient also had an aneurysmal left atrium and chronic atrial fibrillation. One mitraclip xtw was implanted medial a2/p2 (anterior 2 and posterior 2 leaflet segments), reducing the mr grade to 1. A second mitraclip nt was selected for implant lateral to the first clip. Upon placement, the mr grade worsened, however due to the clip's stabilization, the decision was made to deploy the clip. A residual jet remained between the first two clips; therefore, a non-abbott device was selected for implant. Upon inserting the device, a single leaflet device attachment (slda) was observed with the second clip. The second clip detached from the anterior leaflet and remained attached to the posterior leaflet. The non-abbot device was not implanted. The final mr grade was 4.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported incomplete coaptation/slda (single leaflet device attachment) could not be conclusively determined. The reported mitral regurgitation is cascading events of the slda. The reported patient effects of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures. The reported minor injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.